Event description:
Caller reported a cartridge alarm 20 during the pumping process, but there was no adverse impact to the customer¿s blood glucose level, remaining below 500 mg/dl. The customer had no prior history of reporting such alarms with this pump. Technical support assisted the customer in properly loading a new cartridge, and the customer was able to resume insulin therapy successfully, resolving the issue.